Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name lead; product ID: neu_unknown_lead (serial: unknown); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one of the leads had disconnected from the deep brain stimulation implantable pulse generator (ipg). The patient was needing magnetic resonance imaging (MRI). No patient complications have been reported as a result of this event.

Event description:
Additional information received from hcp indicating that cause of the lead separation remains unknown. Urgent visit was conducted on (B)(6) 2026 for reprogramming using intact contact. During this visit, patient reported experiencing sudden onset of left-side tremor. High impedances noted on right, contact 8 and 9, making them ineligible for MRI. During reprogramming session, patient experienced transient lightheadedness and spinning sensation which resolved after modification. Tremor better controlled after reprogramming.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.